Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
Upon follow up, the doctor reported, "this patient's oral hygiene was not great and had food impaction around the healing abutment that was not addressed for at least 2 weeks since travelling and a bit ignorant. By the time the patient came to office, there was purulent discharge and the implant had moderate bone loss and so decision was made to remove the implant."

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #12 was removed due to infection. Symptoms of the event: abscess, pain and swelling.